Manufacturer narrative:
Complaint number: (B)(4). The device was not returned for evaluation. Pursuant to atricure's internal processes the investigation was escalated to a level ii investigation. A device history review was unable to be completed as the relevant device lot/serial number was not reported. The complaint could not be confirmed. Device not returned.

Event description:
It was reported by the rep after a tt mis ablation maze hybrid surgical procedure, the patient woke up unable to speak and with left side paralysis. A CT of the brain reportedly confirmed stroke, with "no major blockage". During the procedure the surgeon followed his standard protocol, with 5,000 units heparin given on each side just prior to ablation. Eight minutes ablation time each side, at 70 c esu setting (one min bipolar on electrodes 1-3, then one min monopolar on 1-3, then one min bi on 4-6, then one min mono on 4-6, then repeat cycle). Protamine was given after the ablations. Left atrial appendage was also clipped. Case was uneventful and went quickly. The patient was slow to wake up. Woke up with slurred speech and no movements in left side. Patient was admitted to ICU with some reflex activity on left that wasn't there before. Has had several CT's with contrast / angio, 50% lesion ischemic.